Manufacturer narrative:
Product analysis : visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Lmc/mmc rod simulation gage used to verify proper retention of trocar and rod. Both the lmc <(> <<)>(><(>&<)><(><<)>)> mmc conditions properly retained, utilizing gage. Unable to replicate customer concern; after visual review and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Event description:
It was reported that, intra-op, while the surgeon was using the rod inserter and trocar to make his track prior to inserting the rod, the trocar dislodged from the inserter and was left in the patient. The surgeon then had to perform a mini-open procedure to remove the lodged trocar. The surgeon and his team was able to eventually remove the trocar from the patient. Patient complications were reported unknown.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.